Event description:
It has been reported to philips that the wireless footswitch lost connection. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, this complaint is related to the issue addressed in medical device correction z-0476-2022. The system was in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse replaced the wireless foot switch and wireless base station. The returned parts have been analyzed. The wireless foot switch showed that the power led did not turn on. When powered on, the footswitch did not connect to any base station; however, the wireless base station was not malfunctioning. With the replacement of the wireless foot switch and wireless base station the solution was implemented, the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.